Manufacturer narrative:
Several procedures were performed on the provided initial robotic procedure date. Insufficient information is available for procedure verification; therefore, no da vinci system or instrument logs are available for review. Confirmation of the specific procedure time has been requested. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient in this report underwent 2 concurrent robotic procedures, a cholecystectomy and a rectosigmoidectomy. The patient was on inotropic support and mechanical ventilation following the procedure, but the specific details of why this level of support was required is not provided. The patient then developed sepsis and fournier¿s gangrene which is a condition with high mortality. How they developed this condition is not provided. The patient eventually died as a result of these complications. How these events were related to the initial procedure is not provided. Based on the information in the summary of events, insufficient information is provided to determine if any intuitive surgical products or instruments contributed to this event.

Event description:
It was reported that the patient underwent da vinci-assisted rectosigmoidectomy and planned cholecystectomy procedure. There were no intraoperative complications during the procedure which was successfully completed. The patient subsequently expired on post-operative day (pod) 6 from complications. It was reported that by pod 4, the patient exhibited signs of sepsis. A CT scan showed free fluid in the pelvis, and although there was no fistula detected, the findings were suspected to be caused by fournier's gangrene. The patient underwent an exploratory laparotomy "by video" for pelvic drainage. Two days later, as a result of the fournier's gangrene, the patient was returned to the surgical center on mechanical ventilation and with vasoactive infusions (norepinephrine and vasopressin) for emergency debridement of the scrotal sac. The patient expired during the procedure. An autopsy was not performed. The cause of death recorded on the death certificate was fournier's gangrene. Additional details regarding the sequence of events and treatment were requested; no response has been received.